Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl and ketone levels that were identified to be life threatening; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer has not been discharged from the hospital so further information could not be provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.